Manufacturer narrative:
Date of event was estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8047893.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention may be pending to address the issue. Investigation did not determine which lead caused the issue.

Manufacturer narrative:
Additional information was received indicating the ineffective therapy was resolved via reprogramming. This event is no longer deemed reportable.

Event description:
Additional information was received indicating the ineffective therapy was resolved via reprogramming. This event is no longer deemed reportable.